Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the inside blue piece of the maxplus needle-free connector is getting stuck, therefore when it "pops" out it sprays blood, chemo or fluids depending what has been infusing/being drawn through the device. Although requested, there was no report of harm.